Event description:
A 25 gauge illuminated laser probe was correctly connected to the constellation machine but would not work. A new probe was connected to the constellation and worked without incident. Per the reporter, the product will be returned to the manufacturer for failure analysis.